Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was diagnosed with peritonitis on (B)(6) 2025 and was treated as an outpatient with intraperitoneal (ip) vancomycin 1000 mg every 3 days for 28 days. The patient¿s peritoneal effluent fluid culture was positive for staphylococcus, and the pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene as well as a cluttered treatment area. The patient recovered and continued to utilize the same liberty select cycler while being treated. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set, and the serious adverse event of peritonitis, which required antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene, as well as a cluttered treatment area. Individuals undergoing pd (manual or cycler-based) are at high risk for infections of the peritoneum. Additionally, staphylococcus is commonly found in the mucus membranes and on the skin of humans. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency and/or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse event. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the serious adverse event. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was diagnosed with peritonitis on (B)(6) 2025 and was treated as an outpatient with intraperitoneal (ip) vancomycin 1000 mg every 3 days for 28 days. The patient¿s peritoneal effluent fluid culture was positive for staphylococcus, and the pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene as well as a cluttered treatment area. The patient recovered and continued to utilize the same liberty select cycler while being treated. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.